Event description:
A malfunction alarm with code malf 12 was reported, although no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support again if the issue returned.